Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rexi0737 showed no other similar product complaint(s) from this lot number. Device has not been returned, at this time.

Event description:
It was reported that the hospital discovered that the outer packaging and the inner packaging had 2 different expiry dates. On (B)(6) 2018 additional details: the dressing contained expiration date of 2018-06, which is before the catheter package expiration date of 2018-09.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of expired tegaderm dressings in the niagara kit was confirmed based on an observation of the provided photos and the cause appeared to be manufacturing related. Two photographs were provided for investigation. One photo showed the unit label with part number 5594200 and lot number rexi0737. The expiration date on the unit label was (B)(4). The second photo showed the components in an open kit. The two tegaderm dressings were shown with an expiration date (B)(6) 2018. The catheter observed in the open kit resembled the implicated pre-curved niagara catheter. Since the dressings showed an expiration date before the kit expiration date, the complaint was confirmed and the manufacturing facility was notified of this event. A lot history review (lhr) of rexi0737 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hospital discovered that the outer packaging and the inner packaging had 2 different expiry dates. On (B)(6) 2018 additional details: the dressing contained expiration date of 2018-06, which is before the catheter package expiration date of 2018-09.